Manufacturer narrative:
The medical team in japan discarded the impella product at the time of explant months prior. The jpvad registry furnished no further clinical details that lead to root cause of the ischemia. Should more information be shared and a root cause be determined, a final report will follow. The failure mode will be monitored and trended.

Event description:
The medical team in japan had a successful impella cp support in (B)(6) 2022 for 10 days for a patient of unknown age and gender. The jpvad registry team later in 12/2022 reported upon limb ischemia in the impella accessed limb that was treated by perfusion catheter via an antegrade stick. No further clinical details were shared.